Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) lead, leading inappropriate atrial tachy response (atr) mode switch. It was determined that the device was working as intended. Currently, this crt-d remains in service and no adverse patient effects were reported.